Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2015. Global ptc number with results was added and the text was amended accordingly.

Manufacturer narrative:
Additional information was received on june 17, 2015. Global ptc number with results was added and the text was amended accordingly. Additional information was received on june 30, 2015 from a physician and hence this case became medically confirmed. The verbatim for the event of fluid retention in 1 knee was updated to fluid retention in 1 knee/large cold knee effusion. Ranitidine was added as a concomitant medication. Ibuprofen was added as an additional corrective treatment for the event of pain in 1 knee and naproxen was added as an additional corrective treatment for fluid retention in 1 knee/large cold knee effusion. Clinical course updated and the text was amended accordingly.

Event description:
Based on additional information received on june 30, 2015. From a physician, this case became medically confirmed. Based on additional information received on june 12, 2015, this case has been upgraded to serious as the seriousness criterion of "required intervention" for the events of "fluid retention in 1 knee/large cold knee effusion","pain in 1 knee" and "swelling in 1 knee/ knee is still swollen like the 'size of a cantaloupe'/ there was a big bump on the upper left side of her knee" was added. This unsolicited device case from (B)(6) was received on june 11, 2015 from a patient. Was reported. Past drugs included synvisc one (two years ago). Concomitant medications included ranitidine. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot/batch number, expiration date: not reported) into the left knee for osteoarthritis of knee. It was reported that the same day, the patient had a bad reaction (unevaluable event). The next day on (B)(6) 2015, she developed pain and swelling in left knee/ like a big bump on the upper left side of her knee. On an unknown date in 2015, patient developed fluid retention in left knee and had large cold knee effusion. It was reported that on an unspecified date in (B)(6) 2015, the patient went to the doctor and said some of the medication went into her joints and tissue and the doctor had her knee aspirated approximately 40 cc then gave her a cortisone injection which gave her approximately 1 week of relief. Patient also reported that the physician stated that he had never seen anything like this before. On (B)(6) 2015, 2nd draining was done. On (B)(6) 2015, the patient returned to the office with large knee effusion without erythema and approximately 70 cc of fluid was aspirated. On (B)(6) 2015 her knee was still swollen like the "size of a cantaloupe" wanted to get it drained but the doctor said it was too soon and had a possibility of infection. It was further reported that synovial analysis was done again (neg gram stain, no growth). The patient was to see her physician on monday ((B)(6) 2015) if the knee did not improve. On (B)(6) 2015, the patient was sent to emergency room (ER) hospital for a move test. A pharmaceutical technical complaint was initiated with (B)(4).

Event description:
Based on additional information received on (B)(6) 2015, this case has been an upgraded to serious as the seriousness criterion of "required intervention" for the events of "fluid retention in 1 knee", "pain in 1 knee" and "swelling in 1 knee/knee is still swollen like the "size of a cantaloupe"/there was a big bump on the upper left side of her knee" was added. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and later had pain in left knee, swelling in 1 knee/knee is still swollen like this "size of a cantaloupe"/there was a big bump on the upper left side of her knee, had fluid retention in left knee, some of the medication went into her joints and tissue, and experienced very bad reaction (unevaluable event). The patient's medical history, concomitant medications and concurrent conditions were not reported. Past drugs included synvisc one (two years ago). On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot/batch number, expiration date: not reported) into the left knee for osteoarthritis of knee. It was reported that the same day, the patient had a bad reaction (unevaluable event). The next day on (B)(6) 2015, she developed pain and swelling in left knee/ like a big bump on the upper left side of her knee. On an unknown date in 2015, patient developed fluid retention in left knee. It was reported that on an unspecified date in (B)(6) 2015, the patient went to the doctor and said some of the medication went into her joints and tissue and the doctor had her knee drained then gave her a cortisone injection. Patient also reported that the physician stated that he had never seen anything like this before. On (B)(6) 2015, 2nd draining was done and the patient received ketorolac 10ml capsule and diclofenac cream. On (B)(6)-2015 her knee was still swollen like the "size of a cantaloupe" and for the third time wanted to get it drained but the doctor said it was too soon and had a possibility of infection. The patient was to see her physician on ((B)(6)2015) if the knee did not improve. Corrective treatment: ketorolac, diclofenac and cortisone for "pain in left knee"; fluid removal, cortisone and keorolac for the events of fluid retention in 1 knee, swelling in 1 knee/knee is still swollen like the "size of a cantaloupe"/there was a big bump on the upper left side of her knee and not reported for the event of some of the medication went into her joints and tissue. Outcome: not recovered/not resolved for the events of fluid retention in 1 knee, pain in 1 knee and swelling in 1 knee/knee is still swollen like the "size of a cantaloupe"/there was a big bump on the upper left side of her knee and unknown for some of the medication went into her joints and tissue. Seriousness criteria: required intervention for the events of fluid retention in 1 knee, pain in left knee and "swelling in 1 knee/ knee is still swollen like the "size of a cantaloupe"/ there was a big bump on the upper left side of her knee". A pharmaceutical technical complaint was initiated and results were pending for the same. Additional information was received on (B)(6) 2015. This case has been upgraded to serious as the seriousness criterion of required intervention for the event of fluid retention in 1 knee, pain in 1 knee and swelling in 1 knee/knee is still swollen like the "size of a cantaloupe"/there was a big bump on the upper left side of her knee was added. The additional events of some of the medication went into her joints and tissue and very bad reaction with details were added. The verbatim for the event of swelling in 1 knee/knee is still swollen like the "size of a cantaloupe" was updated to swelling in 1 knee/knee is still swollen like the "size of a cantaloupe"/ there was a big bump on the upper left side of her knee. The start date of the suspect product was updated and its location was added. Clinical course updated and the text was amended accordingly.

Manufacturer narrative:
It was reported that the adverse events were not related to the patient's pre-existing conditions. The production and quality control documentation for lot # p14055, with expiration date (02/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # p14055, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Reporter causality: related. Seriousness criteria: required intervention for the events of fluid retention in 1 knee/large cold knee effusion, pain in left knee and "swelling in 1 knee/ knee is still swollen like the 'size of a cantaloupe'/ there was a big bump on the upper left side of her knee." Additional information was received on july 16, 2015. Batch/ lot number and expiry date of suspect product added. Corrective treatment of joint aspiration was added for the event of fluid retention in 1 knee/large cold knee effusion. Reporter causality added. Severity for the events of events of fluid retention in 1 knee/large cold knee effusion, pain in left knee and "swelling in 1 knee/ knee is still swollen like the 'size of a cantaloupe'/ there was a big bump on the upper left side of her knee" added. Clinical course updated. Text was amended accordingly. Additional information was received on 20-jul-2015. Global ptc number and results with lot number were added. Past treatment received by the patient was updated from synvisc one to synvisc. Text was amended accordingly.